Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 4 mm x 26 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was noted to have a significant bend of >=90 degrees. The lesion was predilated with an unspecified size maverick balloon. A 4.50 mm x 28 mm liberté stent was advanced but could not cross the lesion due to the strut of the stent noted to have been damaged during the procedure. The procedure was completed with another of the same device and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 4 mm x 26 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was noted to have a significant bend of >=90 degrees. The lesion was predilated with an unspecified size maverick balloon. A 4.50 mm x 28 mm liberté stent was advanced but could not cross the lesion due to the strut of the stent noted to have been damaged during the procedure. The procedure was completed with another of the same device and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the liberte/veriflex catheter was received inside a carrier tube (hoop) within a liberte/veriflex product pouch and shelf box that matched the information on the device. The product mandrel and stent protector were received in the as-manufactured position. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned and secured to the balloon. There was a kink in the mid-shaft 4mm from the guidewire exit notch. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 4 mm x 26 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was noted to have a significant bend of >=90 degrees. The lesion was predilated with an unspecified size maverick balloon. A 4.50 mm x 28 mm libert&#610; stent was advanced but could not cross the lesion due to the strut of the stent noted to have been damaged during the procedure. The procedure was completed with another of the same device and the patient's status is stable.